Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) of 504 mg/dl. The customer administered a manual injection of insulin to address the bg. The pump was reset and issue was resolved.